Event description:
On march 7, 2025, a nurse noticed that an outlet sparked when a bed was plugged in. A pop and spark were both heard. The bed and outlet seemed to function appropriately. The nurse notified biomed and maintenance to check the umano bed and outlet. The bed was immediately removed from service. No issues were found with the outlet. Damage noted to the electrical cord. Notified vendor. Service tech did come and look at the beds. No further communication from the vendor at this point in time.